Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 02:47:45. During night drain cycle three, the patient's ultrafiltration reading was 261ml, indicating the home patient (hp) drained 261ml more than their maximum programmed fill volume of 300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.